Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed and found minor cracks on the front panel. The illumination non-olympus lamp at 474 hours, light output out of specs (cdr). There was some corrosion noted on the air/water/suction air tubing. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the scope light was dim when plugged in and loose in the connection area. There was no patient involvement reported.